Event description:
Medartis cannulated screw broke in patient. Obtained universal broken screw removal kit and a portion of the screw was successfully removed. The extractor used to remove remaining piece of screw also broke. Another extractor was obtained and the remaining fragment of the screw was removed.